Event description:
While servicing the device, an authorized bench technician found that the device failed co2 during operational testing. There was no reported patient or user involvement and no adverse patient/user impact.